Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, a ventilator inoperative condition was observed. The device's system board was replaced and the software was reloaded to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced and the software reloaded to address a ventilator inoperative alarm condition. The software was reloaded to address the issue. The system board was not replaced.